Manufacturer narrative:
Batch review performed on 08 november 2023. Lot 2257626: (B)(4) items manufactured and released on 03-jan-2023. No anomalies found related to the problem. To date, another similar event has been reported on the same lot. Clinical evaluation performed by medical affairs director: during a tka revision procedure, the trial components disassembled when hammered upwards to remove them from the tibial bone. An elastic clip gave way and the lower part of the trial component, along with the intramedullary stem, remained in the tibial bone. When trying to withdraw the locked components using a second trial offset, the same problem happened again, and the surgeon decided to open the tibial bone and manually free the locked components. Apparently, the stem-offset assembly got stuck in the tibia canal and when hammered to be retrieved, it disassembled. We cannot judge if the locking of the stem in the canal was due to exceptional circumstances, such as, for instance, a particularly narrow or warped canal, excessive press-fit, or orientation defect. The causes of the lock-up cannot be determined with the information at hand. The tibia was then closed with cerclage and final implants were positioned and cemented. There is no specific clinical cause for the adverse event, which resulted in lengthening of the operation time and hopefully no further complications, if the cabled bone can heal successfully and sustain the implants. Analysis performed by r&d manager: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself.

Event description:
The anti-rotational insert of the trial offset 3mm broke during the removal of the trial assembly. To remove the trial stem from the intramedullary canal, the surgeon tried to engage it with a second trial offset (5 mm) but it broke as well. The surgeon had to open the tibial bone up to the apex and then perform a tibial cerclage. There was 1 hour and a half of delay in the surgery due to this event. Total surgery time: about 3 hours.

Manufacturer narrative:
Corrected data: on (B)(6), 2024, FDA informed us that the incorrect product code had been entered in the emdr form.